Event description:
It was reported that the patient underwent an initial knee arthroplasty on an unknown date in 2010. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to knee tightness. A synovectomy was performed and the bearing and patella were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."